Event description:
The customer reported that after pipetting an htlv plate on summit the tech observed that no reagent was pipetted into well h8. No error was generated. No death or serious injury was associated with this incident.